Manufacturer narrative:
(B) (4). Info anticipated, but unavailable at this time. (B) (4).

Event description:
It was reported that during a laparoscopic colorectal procedure, during hand insertion through the seal cap assembly, the blue material split. The surgeon's hand was lubricated prior to insertion. It was not reported what was used to complete the procedure. There were no adverse consequences for the patient.